Event description:
The cruz catheter was implanted in 1999 inflow of dialysate though the catheter was nonproblematic, but difficulties were encountered with dialysate outflow. (The customer does not know wheter attempts were made to clear the catheter with urokinase.) In 1999, the pt underwent a laparotomy with extrusion of catheter, removal of a fibrin clot, and repositioning of the catheter. The pt continued to experience the same problems, and eventually returned to surgery for removal and replacement of the catheter. The customer documents on medwatch form that the catheter was determined to be defective, but does not state specifically what defect was found.